Event description:
It was reported a 6f angio-seal vascular closure device vip was used to seal femoral arteriotomy site post cardiac procedure. The pt was discharged the next day. Several days later, the pt experienced right leg pain. A doppler ultrasound revealed diminished and turbulent blood flow over the nagio-seal deployment site, and in the common femoral artery. The pt's pulses were +1 in the right leg and +2 in the unaffected leg. Thepulses were +2 bilaterally, before deployment. Review of the pre-deployment angiogram revealed collagen and vessel dilatation in the right common femoral artery, proximal to the bifurication. Reportedly, the puncture was at the level of the bifurication. The pt was taking prescribed anticoagulants and 325 mg. Of aspirin as needed for pain. The pt underwent surgical revascularization. The anchor, collagen and suture were removed. Reportedly, the pt was recovering.

Manufacturer narrative:
A product was not returned for analysis. Review of the lot history record confirmed that this lot met manufacturing requirements prior to shipment. Based on the information rec'd, the cause of the vessel occlusion could not be conclusivelly determined. The angio-seal device instructions for use (IFU) precaution that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The IFU also caution should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.